Event description:
It was reported that an edwards' aortic bioprosthesis was explanted after an implant duration of approximately 10 years due to aortic insufficiency, and replaced with another edwards pericardial valve. Operative report indicates, "one of the 3 prosthetic valve leaflets was fairly calcified and this stiff leaflet had torn on either post where it was sewn on the post." Also noted that patient experienced native mitral valve insufficiency and underwent mitral repair during the same surgery. Patient was in stable condition postoperatively.

Manufacturer narrative:
Evaluation: method = device not returned. Additional manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. The subject device was requested; the hospital has not returned the device yet, pending patient authorization. There has been no information to suggest a device manufacturing quality deficiency that may have caused or contributed to this event. Further investigation will be conducted if additional information received, or affected device returned.

Manufacturer narrative:
Evaluation: method = x-ray. Evaluation summary: as received, the wireform was exposed at commissure 3 outflow aspect, possibly due to disruptions at the time of explant. The valve exhibited heavy calcification in the cusp area of leaflet 3, and moderate in the cusp area of leaflet 1. Calcification restricted mobility in the leaflets and led to stenosis. Tears in the tissue are noted at leaflet 1 commissure 1, measured to approximately 6-7mm, and at leaflet 3 commissure 3 and measured to approximately 5mm. Thickened and swollen tissue is noted in the region of the tear. Additional manufacturer narrative: device evaluation indicates calcification as the primary cause of this explant, in addition to swollen/thickened tissue causing tears at one commissure. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Non-calcific bioprosthetic tissue degeneration is a chronic event with large variability among the recipients. The mechanism of non-calcific tissue degeneration is not fully understood. Considering that tissue degeneration is generally co-localized with the high stress zone on the bioprosthesis, it is possible that both operational mechanical stress and biological factors such as infiltration of pro-inflammatory cells, mononuclear cells or macrophages, may play important roles in leaflet tissue degeneration. However, the time course and involvement of other factors during the early stage of this chronic tissue degenerative process remain unknown. There has been no indication of a device quality deficiency during manufacturing, that may have caused or contributed to this event.